Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the blood glucose was running from 300 mg/dl to almost 500 mg/dl. The customer reported that they had high blood glucose most recently of 414 mg/dl. The customer stated that they gave manual injection to treat the high blood glucose. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.